Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.product event summary: the device was returned and analyzed. The returned device indicated a damaged grommet, and a set screw with a rounded socket. The set screw was found in the connector bore. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was attempted but not used during the implant procedure. The setscrew on the ipg was unable to secure the lead. The physician tried several times to tighten the screw but was unsuccessful. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.